Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation filled with solution and leaking in the bag. Unaided eye visual inspection of the bag was done under normal room conditions. Solution was drained from the bag and no defect could be identified by initial inspection. Functional testing was performed and leakage was observed at the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and one planned deviation was found to use pre-cut tubing. All requirements were met and all units were manufactured within specification. Should additional relevant information become available, a supplemental report will be submitted.